Manufacturer narrative:
Date of event estimated.

Event description:
Additional information stating surgical intervention took place where the s1 lean and ipg were completely explanted to address the issue.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on one lead. Additionally, the patient experienced pain at the ipg site after weight loss. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9036318. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9036318.

Manufacturer narrative:
Date of event estimated. The reported ¿high impedance¿ was confirmed. Visual inspection of lead a found that it was returned damaged as a result of the explant procedure. Microscopic inspection found that a portion of the stimulation end, including the contacts, were missing as a result of the explant procedure. The returned segment was tested for continuity from the terminal end contacts to corresponding bare wires and one open was found at channel one.